Manufacturer narrative:
(B)(4).

Event description:
A healthcare professional later reported that the case was still pending; however, the inquiry of the device demonstrated that it was working properly with no alarms or alerts. Further information was to be provided when the cause and manner of death were known.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a health care provider was trying to determine if the pump had failed. The medication this device system delivered was not provided. The reported had provided limited information. Additional information has been requested, but was not available as of the date of this report.

Event description:
It was previously reported in manufacturer¿s report #3004209178-2013-06265 that [the patient had expired; the cause of death was under investigation. Patient died at a group home. It was unknown if the patient¿s death was device related. The medical examiner wanted to check the device to see if it was still functioning and had drug. The device system was used to infuse baclofen. Additional information received reported that the patient died on (B)(6) 2013 from complications of cerebral palsy. The patient had lioresal 2000 mcg/ml at 200mcg/day. The cause of death was not device related, and the reporter was unsure if the pump would be returned.] A medical examiner later reported that the cause of death was non-atheromatous coronary artery disease, and the manner of death was ¿natural.¿ the pump was interrogated and found to be functioning properly.